Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobectomy procedure. For the third firing to the pulmonary parenchyma (pulmonary emphysema), used a manual stapling handle and reload. The surgeon clamped the tissue and started firing. However, two crack sounds were heard. The surgeon could fully fire the device till the distal end of the staple line. The surgeon pulled the black release knob, however, it was very stiff. The surgeon could return the knife to the initial position somehow and could open the jaws. Tried to remove the reload from the manual stapling handle, however, could not. Replaced with a new handle and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual evaluation of the reload noted that it was fully fired and the anvil clamping mechanism was deformed. Additionally, the staple pushers were observed to be flush with the cartridge surface. Further evaluation also noted that the knife bar laminates within the reload were bent. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions such as application over tissue that is beyond the recommended thickness range and application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size the root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.